Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.9, date: , inr: 3.9, date: (B)(6) 2010, inr: 5.1, date: , inr: 2.4.

Manufacturer narrative:
Investigation pending.